Event description:
The reporter stated that the stopcock plug fell out of the stopcock body. There was no pt injury associated with this event. The reporter indicated that this had occurred on three other occasions but did not provide further details.